Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was not hospitalized for the reported event. The treatment for the peritonitis included injections of reflin (1gm, route and frequency not reported) and tobramycin (40mg, route and frequency not reported). The outcome of the peritonitis was unknown. The actions taken with pd therapy were not reported. No additional information is available.